Event description:
The facility reported a colleague infusion pump with failure code 810:11, which interrupted a patient infusion. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.the user interface module software version is currently unknown.

Event description:
It was reported that the device was explanted. On 09/09/2010 (through follow-up with the health-care provider), it was learned that the device was explanted after an implant duration of approximately 80.2, due to mitral regurgitation. It was also noted in the operative report that the ring was 50% dehisced.

Manufacturer narrative:
(B)(4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).